Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture and high thresholds shortly after implant. The sensing and impedance remained stable. Based on the x-ray, it did not appear this ra lead dislodged. It was noted the patient developed a fever and was in acute heart failure from fluid overload. The decision was made to reprogram the device to provide pacing only in the ventricle until the ra threshold stabilized. The physician was concerned with why the ra threshold increased significantly and then stabilized. The physician felt the cause for the ra threshold fluctuation was likely due to the acute inflammatory process with the patient's heart failure and febrile state. No further actions were taken with regards to the ra lead, since the ra thresholds stabilized and were within normal limits. No additional adverse patient effects were reported.